Event description:
The customer reported via phone call that the insulin pump had a no delivery icon on the display and she was not getting insulin. Blood glucose level at the time of the incident was 551 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 126 mg/dl. The customer was unable to complete troubleshooting as she did not have a tubing clamp available. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.